Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The catheter sample was not returned and no images were provided for evaluation. The alleged failure could not be re produced and the investigation will be closed with inconclusive result. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. This type of event may be related to difficult patient anatomy or insufficient flushing of the delivery system prior to use. The event reported may also be use related as rough handling especially during unpacking or preparation may lead to a damage of the catheter and subsequent friction increase. Based on the information available, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. Regarding preparation of the device the IFU states: 'flush the stent delivery system with sterile saline (...) To the two female luer ports (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port.' Reportedly, the device was flushed. Furthermore, the IFU states: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that after difficult but successful stent deployment in the external iliac artery the guide wire got stuck inside the delivery system. Guide wire and delivery system had to be removed from the patient as one unit. During insertion the initially used guide wire had to be exchanged. No report of patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, it could be confirmed that the t-luer adapter had detached from the slide indicating the presence of high release force during stent deployment. As the device was returned without guide wire, the reported guide wire patent issue could not be confirmed. During the performed function test, a device compatible guide wire could be passed through the system without issue. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be related to difficult vessel anatomy or insufficient flushing of the delivery system. Reportedly, the tracking path was tortuous and calcified and the system was flushed. The event also may be use-related as rough handling of the device especially during unpacking or preparation may lead to damage to the catheter and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states that the device must be flushed with sterile saline. Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Updated/corrected "additional event information". (B)(4). Device available for evaluation?, device evaluated by MFR?: corrected data.